Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was cracked on both the corner and on the top case. Review of the event history log found no errors. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump had a system failure or primary audible alarm. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.